Manufacturer narrative:
Concomitant products: 8253200 (patient interface, response 3.0): serial number - (B)(4); lot number ¿ 207307320; manufactured date ¿ august 15, 2013; UDI ¿ (B)(4); 510k - k083124. The 8253001 (mainframe, nim response 3.0): the product analysis indicates the device came in with a common mode failure. The device was disassembled and cleaned. The main pcb was replaced. The device was reassembled and tested to manufacturing specifications. The device was also placed into burn-in for 24 hours to test for any heat related failures with no fault found. The 8253200 (patient interface, nim response 3.0): the product analysis indicates the device came in with worn wave washers, a cracked top enclosure, and a cracked back enclosure with a broken standoff. The device was disassembled and cleaned. The wave washers, top and bottom enclosures were replaced. The device was reassembled and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim 3.0 devices did not detect nerves correctly. There was no patient impact.